Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified focal unspecified artery. A 24x2.50mm synergy stent delivery system was selected to treat the lesion. The device was unable to cross the lesion. The physician retrieved the stent out from the catheter and re-inflated the lesion with an unspecified balloon catheter. As he was about to re-advance the stent into the sheath, he noticed that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found multiple kinks to the mid-shaft region. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified focal unspecified artery. A 24x2.50mm synergy stent delivery system was selected to treat the lesion. The device was unable to cross the lesion. The physician retrieved the stent out from the catheter and re-inflated the lesion with an unspecified balloon catheter. As he was about to re-advance the stent into the sheath, he noticed that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.